Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint is being submitted via summary report per the voluntary malfunction summary reporting program. The pi classification field has been updated to reflect this classification.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging the remaining insulin reading was showing more than the amount reported in the cartridge. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2019 with the following findings: during investigation, the insulin remaining was tested with 10 unit bolus, and empty cartridge warning . The pump was ran until the insulin remaining reached zero . Pump alarm empty cartridge . Cartridge was removed after alarm and cartridge o-ring was at the zero mark. Unable to review insulin remaining for (B)(6)2019 due to continued pump use , insulin remaining data for (B)(6)2019 has been overwritten .animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.